Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A cam01 was reported to have a display that remains in black or yellow. There was no patient involvement with this event.